Event description:
An angio-seal device was deployed without reported difficulties. Approx. Two weeks post deployment, pt complained of leg cramps and pains, but did not seek medical attention. Six weeks post deployment, a clot was observed at the angio-seal site. The radiologist recommended removal of the angio-seal device. No add'l info was provided to the MFR. It is unknown if the angio-seal device was removed.